Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.

Event description:
The customer reported that the needle holder with luer adapter were broken, and the rubber sleeve came off.